Manufacturer narrative:
Zoll med corp has not rec'd the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a pt, the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.